Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the universal serial bus (usb) was not working and the hard drive was making noise. The usb connector on the media processing unit board was examined and no anomalies were found and though the noisy hard drive could not be confirmed it was noted that the power supply fan was noisy and it was therefore replaced. Analysis did find that the display dropped, there was a loose electrocardiogram connector, a broken left keyboard hinge, that the printer skipped pages when printing, there were damaged feet on the lower case, the media bay door was broken and both antenna cables were frayed. All found defective parts were replaced and the new link electronic module board was calibrated. It was further noted that the left antenna was damaged during repair and it was therefore replaced and the right antenna was also replaced, as a preventive. (B)(4).

Event description:
It was reported that the universal serial bus (usb) in the back of the programmer was not working and that the hard drive was making noise. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.